Event description:
During removal of the accunet filter basket, after deploying the acculink stent, the recovery system was advanced over the guide wire and through the stent and the filter was pulled into the recovery system. Then the recovery catheter and filter basket were pulled back into the stent and the distal end of the filter basket caught on the distal end of the stent. The filter basket was entangled with the stent and when the recovery catheter was pulled and pushed to remove the filter basket, the filter basket was pulled out of the recovery catheter and redeployed. The stent was pushed distally into a partially unintended location. An attempt was made to retrieve the filter basket into the recovery catheter again, but was unsuccessful. The guiding catheter was then deep seated through the stent and the recovery catheter and the filter basket were pulled into the guiding catheter and successfully removed. There was no damage noted to the stent. However, the pt's anatomy was noted to change. The vessel, which was straight before, was noted to have a 90% angle. Another stent was implanted to cover the lesion.